Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had been experiencing low blood glucose in the 20 mg/dl to 40 mg/dl range. Customer¿s spouse was the one to notice when the customer was acting odd. Customer treats her low blood glucose with glucose tablets and food, then suspend the insulin pump. Customer then mentioned she was hospitalized on (B)(6) 2016 or (B)(6) for a low blood glucose which was in the 20 mg/dl range. Customer had low sugars and seizures due to a viral infection. Troubleshooting was performed on and customer mentioned she has been less active as she had a broken foot and has been adjusting basal rates, as customer noticed that lows occur around 3 or 4 o'clock. The customer was wearing the device at the time of the hospitalization. Customer is not returning the insulin pump for analysis.